Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button sometimes has to be pressed multiple times to work. The customer's blood glucose level was normal at the time of incident. The customer stated that the insulin pump battery life was diminished and had no delivery alarms. Customer also stated that the backlight sometimes blinks and insulin pump rewinds louder than before. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing. Pump failed stop current test due to corroded battery spring. Device passed run current, self test, off no power test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. No backlight anomaly noted.